Manufacturer narrative:
Our fse (field service engineer) was on site and investigated the reported issue. Water was found in the inlet of breathing circuit that connects to the ventilator. The water was drained and the ventilator passed all the functional and safety tests and returned to clinical use. In the received event log, it can be seen that the ventilator generated several alarms that may indicate a leakage in the system. The pre-use check was cancelled several times before and on the event date. The root cause of the reported event is the contamination of the water in the inlet that connects the breathing circuit and the ventilator system.

Event description:
Manufacturer ref.#: 243436.

Event description:
It was reported that the air inlet of the ventilator was found with water in it. There was no patient harm. Manufacturer ref.: (B)(4).